Event description:
It was reported that when assembling the artificial urinary sphincter (aus) components and testing for proper function, the control pump would not refill after it was pressed. In addition, the cuff was not filled with solution to properly occlude the urethra. The aus was disconnected and it was confirmed that there was nothing in the prosthesis that would not allow it to work. The aus components were connected again but the same issue occurred. The procedure was cancelled. There were no patient complications in relation with this event.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported mechanical issue was confirmed as the balloon did not pass the pressure functional test. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump component was visually inspected, microscopically examined, and tested for leaks. No damage was noted and no leaks were identified in the pump. The pump was functionally evaluated and performed within specifications. The belt cuff component was visually inspected, leak tested and examined using a microscope. Dark red rings were found on the inner surface of the cuff shell and are consistent with dried blood from the implantation procedure. No other damage or visual abnormalities were noted during the inspection. No fluid leaks were identified during the leak test. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormalities were identified. No fluid leaks were found during performance of the leak test. The balloon was functionally tested and did not pass the functional testing with a pressure reading above the specification. Product analysis concluded that these pressure issues could affect the functionality of device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that when assembling the artificial urinary sphincter (aus) components and testing for proper function, the control pump would not refill after it was pressed. In addition, the cuff was not filled with solution to properly occlude the urethra. The aus was disconnected and it was confirmed that there was nothing in the prosthesis that would not allow it to work. The aus components were connected again but the same issue occurred. The procedure was cancelled. There were no patient complications in relation with this event.